Event description:
Patient received an appropriate shock during vt. Post shock sinus rhythm was 50 bpm. The patient was conscious and at home at the time of the treatment event. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. Patient reported a burn mark on the chest following the treatment. The outcome of the burn is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.